Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was seeing poor communication on the patient programmer on (B)(6) 2018. The patient stated they usually check the ins battery level once a week. Prior to the call, the patient tried the troubleshooting in the manual but the issue was not resolved. It was reported the patient did not use an antenna. During the call the patient put the patient programmer directly over the ins to sync but got poor communication. It was reported stimulation was off on (B)(6) 2018 and the patient programmer would not do telemetry without the antenna. A replacement patient programmer was sent. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported the cause of the stimulation being off was unknown but was not manually turned off. It was reported the replacement of the patient programmer resolved the poor communication issue. The stimulation turning off and poor communication had been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.